Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the pump was moving and ¿flipping up and down¿ and they had to reposition and put it somewhere else on (B)(6) 2017. It was stated that the patient still had swelling and redness from surgery. It was noted that the patient¿s alarm date was (B)(6) 2017 and that the pump still needed to be refilled. It was indicated that they usually ¿top it off¿ after surgery and refill it in the operating room (or) anytime there was a surgery pertaining to the pump but they didn't do that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.